Event description:
N/a.

Manufacturer narrative:
Updated fields: d1, d2a, d3, d4, d9, g3, g6, h2, h3, h6, h11. Certas valve (ID 82-8814pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected, siphon guard broken. The valve failed the test for programming, occlusion and pressure. The valve was leak tested and occlusion was noted. The siphon guard was removed. The valve was dismantled and observed under microscope: biologicals debris observed on the cam, ruby ball and on the pivot. Root cause analysis - the possible root cause for the programming issue reported by the customer could be due to biologicals debris. The root cause for the occlusion noted during investigation is due to after decontamination the ruby ball sticks to the ruby seat and potential effects of failure include ¿excessive pressure required to flush the valve pre-procedure \("valve popping")¿ as noted in the instruction for use (IFU). The root cause for the ¿cut mark¿ is due to a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance

Event description:
A physician reported: "in attempting to adjust valve, the setting could not be changed. Three different programmers were used. All could show the expecting current setting but could not change it. Valve had to be explanted and replaced." No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.